Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for breakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #4255629 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate the customer¿s indicated failure mode.

Event description:
It was reported that the lip of the bd vacutainer® buffered sodium citrate blood collection tube was cracked. No injury or medical intervention.